Manufacturer narrative:
No conclusion code available. Failure observed during analysis. Final analysis found burn marks on the main pcb. The device was tested on the bench and it was revealed that original ac power adapter was defective as unit powered on and there were burn marks to the main pcb.

Event description:
This report is to advise of an event observed during analysis.